Event description:
It was reported that the patient unexpectedly passed away. Post mortem analysis was requested by the patient¿s family to determine if the implantable cardioverter defibrillator (ICD) had malfunctioned, possibly causing death or not being able to sustain life. When the device was retrieved from the crematory, the patient alert was audibly alarming and a noise was heard that sounded like an electrical shorting coming from the device (a faint, recurrent but irregular "clicking" occurring approximately every 20-60 seconds. The device was interrogated and revealed a power on reset (por) had occurred. The device was delivering high voltage therapy due to apparent oversensing of noise or electrically compromised leads that were still connected to the device. All episodes occurred 4 days following death and was believed to be after the device system was explanted from the decedent. Cause of death is unknown. No additional information is available.

Manufacturer narrative:
The evaluation conclusion code was corrected on this report.

Manufacturer narrative:
Product event summary: the device was returned, analyzed and no anomalies were found. The returned device indicated a firmware error message/code.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).